Event description:
As reported via the (B) (4) study, a patient had a side branch occlusion in the first diagonal artery and a restenosis. At the time of the index procedure, angiography revealed 75% stenosis of the mid left anterior descending (lad). The lesion was 7mm in length, ulcerated, and bifurcated. The reference vessel was 3.4mm in diameter. A 3.5 x 13mm cypher rx was implanted by direct stenting. The first diagonal branch was not significantly narrowed prior to insertion of the lad stent, but after insertion of the stent, the small diagonal side branch was severely narrowed. The investigator felt that the narrowing could have been due to spasm, impingement on the ostium by a stent strut, or shifting of plaque from the lad. The narrowing did not improve with vasodilator drugs, so kissing balloon angioplasty was performed. Residual stenosis was 0% and the patient was discharged the following day with no angina. The following month the patient experienced recurrent angina, and angiography showed that the diagonal branch had re-narrowed at its ostium. The re-stenosis was approximately 2mm from the cypher that was implanted in the lad.

Manufacturer narrative:
Two months after the index procedure, a 2.25 x 13mm cypher was implanted with kissing balloons. According to the investigator, the event was not related to the cypher stent, but was related to the index procedure. Concomitant medications: aspirin 325mg daily, (B) (6)2010, continuing. Coreg 12.5mg bid, (B) (6)2010 to (B) (6)2010. Coreg 25mg bid, (B) (6)-2010, continuing. Pepcid 40mg bid, (B) (6)-2010, continuing. Mevacor 20mg daily, 1-21-2010, continuing. Prinivil 20mg daily, (B) (6)-2009, continuing. Imdur 30mg daily, (B) (6)-2010, continuing. Proscar 5mg daily, 2-16-2010, continuing complaint conclusion: information received from the (B) (4) study indicated that a patient experienced a side branch occlusion in the first diagonal artery and a restenosis. The patient's medical history is significant for angina, family history of coronary artery disease, hyperlipidemia, and hypertension. The indication for the procedure is unknown. The target lesion was the mid left anterior descending artery (lad). The lesion was described as 7mm in length, ulcerated and bifurcated with 75% stenosis. The lesion was treated by direct stenting with a 3.5mm x 13mm cypher rx stent. The first diagonal branch was not significantly narrowed prior to insertion of the lad stent, but after insertion of the stent, the small diagonal side branch was severely narrowed. The investigator felt that the narrowing could have been due to spasm, impingement on the ostium by a stent strut, or shifting of plaque from the lad. The narrowing did not improve with vasodilator drugs, so kissing balloon angioplasty was performed. Residual stenosis was 0% and the patient was discharged the following day with no angina. The following month the patient experienced recurrent angina, and angiography showed that the diagonal branch had re-narrowed at its ostium. The re-stenosis was approximately 2mm from the cypher that was implanted in the lad. Two months after the index procedure a 2.25 x 13mm cypher was implanted with kissing balloons in the 1st diagonal. According to the investigator, the event was not related to the cypher stent, but was related to the index procedure. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Restenosis and side branch occlusion are known potential adverse events associated with implanting coronary artery stents. The act of coronary stenting in a bifurcation is associated with a low success rate, high rate of complications and a high incidence of target vessel revascularization. Review of the available information suggests that aside from the inherent risk of the procedure that, vessel/lesion characteristics may have contributed to the event. There is nothing to indicate that there is a design or manufacturing related issue.